Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose level was 219mg/dl at time of incident. Customer states that internal source was unable to charge. Troubleshoot was performed but did not resolve the issue. Customer advised to refer to back up plan per hcp instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.